Event description:
On (B)(6) 2025, a patient called in an and reported that she experienced pain after undergoing a procedure where an ar-8919ds implant system was implanted. The patient underwent a procedure on her right hand in (B)(6) of 2023. For the last year, the patient stated she has experienced pain, sensitivity to temperature in her index finger, and numbness.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, such as a foreign body reaction. Dfu-0147-eor5_fmt_en revision 5 tightrope® devices d. Adverse effects: 5. Foreign body reactions. 6. Allergic-like reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. 7. Silicone sensitivity, though very rare, has been reported. The complaint allegation was not confirmed. No evidence of that failure was received.